Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The moderately tortuous and severely calcified target lesion was located in the 90% stenosed distal right coronary artery. After performing intravascular ultrasound (ivus), the 3.00x28mm taxus liberte stent delivery system was advanced to the target lesion, but resistance was encountered so the device was unable to cross the lesion. The device was removed from the patient, and it was noted that a stent strut had lifted up. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).